Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: how was the post-op bleeding identified? Bright red blood in bowel movement how many days postoperative was the bleeding identified? 1-3 days. What was the total estimated blood loss (ml)? 200cc. Was a transfusion required? No. How was the bleeding addressed? Flex sig and monitoring. What was the pre and postoperative anti-coagulant and pain management protocol? No. Pre/post anti-coag protocol, routine post-op pain management with dilaudid/prn was the bleeding intraluminal or extraluminal? Intraluminal.

Event description:
It was reported that there was bright red blood in bowel movement two to three days postop, which is abnormal for the surgeon¿s patient. Suspects may be a staple line bleed along the anastomosis. Flex sigmoidoscopy. No active bleeding observed.